Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause for the bearing wear is due to normal wear over the course of use (in-vivo) as the device was in-vivo for 22 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant: 103800, tprlc reg por fmrl 7.5x135, 129670; 163660, 28mm dia cocr mod hd -6mm nk, 032750. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the patient's hip was revised due to poly wear twenty-two years post implantation. Attempts have been made and additional information on the reported event is unavailable.